Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600i access immunoassay system generated false high sodium (na) and chloride (cl) results for one (1) patient sample. The false results were not reported out of the laboratory. The sample was rerun on an alternate instrument and those results were reported out as correct. Patient demographics (age, date of birth, gender, or weight) were not provided for this event. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Quality control (qc) prior to the event was within lab-established ranges. The sample was collected in a lithium heparin plasma separator tube, stored at room temperature, analyzed fresh in the primary tube, and centrifuged for 10 minutes at the manufacturer's recommended speed. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse cleaned both electrolyte injection cup (eic) and the flowcell. The fse also replaced the carbon bridge and the eic valve. Instrument performance was verified. A definitive failure mode was unconfirmed. Service cleaned and replaced parts, any of which could have caused or contributed to the event.